Event description:
It was reported that the patient had a sling device and underwent an artificial urinary sphincter (aus) implant procedure due to unspecified reasons. No information was provided about the patient's outcome.